Manufacturer narrative:
Nurse. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had an infection and they planned to remove the pump later in the evening on (B)(6) 2018. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The issue was not resolved and the patient status was unknown at the time of the report. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Pump explant did not occur as planned on (B)(6) 2018; therefore, the pump explant date should be blank. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-jul-2018 and it was reported that the patient was on a blood thinner, so explant had not been completed yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.